Event description:
Reporter stated, the mayfield skull clamp slipped during surgery. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.